Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. Lab analysis confirmed an overflow lifting of material at the distal bond but remained intact to the device. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. UDI # (B)(4). Foreign- (B)(6). The angiosculpt device was returned for evaluation. Visual examination found an overflow lifting of material at the distal bond and the scoring element appeared misaligned. During functional testing, the balloon was inflated to 8 atm and a misaligned scoring element was confirmed. The angiosculpt device was used off-label. The physician used a 5f sheath, however the packaging label lists a 6f sheath.

Event description:
The angiosculpt catheter was used for vaivt. From the distal to the proximal lesion, the balloon was repeatedly inflated within the nominal pressure between 30 and 60 sec. No resistance was felt but noticed that the distal end of the balloon was deformed on the angiograph. The catheter was fully deflated and removed from the body and confirmed that the scoring element went to one side and the balloon was deformed. The procedure was aborted because the user determined that the patient was not a good candidate for the procedure. Note: lab analysis on 12/01/2016 confirmed an overflow lifting of material at the distal bond.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.